Event description:
Healthcare professional reported a patient was injected with 1 ml of an unspecified juvederm vycross filler with lidocaine in the cheek. There were no issues following the injection. Patient would potentially have non device related covid roughly 5 months later. About three weeks after the illness, patient would receive a botox injection for the cfl and gl. The patient would notice their cheek starting to go red with a slight lump just hours later, but patient would ultimately not report this to their healthcare professional until a week later. Patient was prescribed flucloxacillin for 5 days and there was no improvement at day 4. Event was noted to be an abscess. On the fifth day, patient went to the hospital where the cheek was drained and patient was put on a course of antibiotics and pain relief. Event ongoing.

Manufacturer narrative:
Correction to g3: aware date of supplemental emdr-(B)(4). Aware date should have been listed as 12/mar/2024.

Event description:
Healthcare professional later reported event resolved about 2 months after onset.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 1ml of an unspecified juvederm vycross filler with lidocaine in the cheek. There were no issues following the injection. Patient would potentially have non device related covid roughly 5 months later. About three weeks after the illness, patient would receive a botox injection for the cfl and gl. The patient would notice their cheek starting to go red with a slight lump just hours later, but patient would ultimately not report this to their healthcare professional until a week later. Patient was prescribed flucloxacillin for 5 days and there was no improvement at day 4. Event was noted to be an abscess. On the fifth day, patient went to the hospital where the cheek was drained and patient was put on a course of antibiotics and pain relief. Event ongoing.